Event description:
It was reported through a service report that there was no power from the footboard to the bed. No adverse consequence reported.

Manufacturer narrative:
Results: foot board module.